Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: no further information. What tissue layer was the stratafix symmetric suture used on? What was the condition of the tissue the suture was used on? Were any cultures taken of the wound? And results? What are the patient past medical history? What was the indication for the second procedure 7 days post op? Can you describe the appearance of the suture during second procedure? What is the surgeon opinion as to relationship of suture to the patient wound discharge? What is status of suture for evaluation?

Event description:
It was reported that the patient underwent a valve replacement procedure on (B)(6) 2018 and the suture was used. There was no anomaly was observed during the procedure. The patient felt pain and returned to the hospital on (B)(6) 2018. The patient experienced post-operative wound discharge and revision surgery was performed. The suture was removed and sewed with new one. It was also reported that there was no leukocyte on used sample. Now patient condition is stable. No additional information has been provided.

Manufacturer narrative:
(B)(4). An unopened sample of product code sxpp1a405, lot lkk125 was returned for analysis. The representative sample was examined for visual defects appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing and damage (torn, punctured). The packet was opened and during the visual inspection, the suture was correctly placed on the winding former and the suture was dispensed without problems and examined along of the strand and no defects or damaged were observed, the suture not presented defects. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no defects were observed on the packets or the suture.